Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The number 1 circuit breaker was reset during the service call. The system was tested, and found to be working as intended, and put back into service.